Event description:
It was reported that a spectrum pump alarmed a false air-in-line message. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of false air-in-line through the history log, but could not reproduce it during evaluation. Evaluation found the upper reading on the ultrasonic sensor to be below specification, caused by a failed upstream sensor. Low ultrasonic readings can make the pump more sensitive to air-in-line alarms. The failed upstream sensor was replaced.